Manufacturer narrative:
The shock absorber on this chair stuck while the wheel was in the up position, this caused a loss of traction on that side. When the client tried to drive the chair turned because only one drive tire was in contact with the ground. This caused the chair to turn sharply which caught the client off guard. Provided the client with new shocks which have proven to resolve the issue.

Event description:
Client says was on the ramp to her van when the chair turned sharply causing her to hit something and break her foot.